Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 430 mg/dl while wearing the pod between 5 and 24 hours. Symptoms reported include tachycardia, dizziness, and shortness of breath. The patient was treated with intravenous fluids, intravenous insulin, and long-acting insulin (lantus) via injection. The patient was in the hospital for 1 day, from (B)(6) 2025 to (B)(6) 2025. The pod was removed and discarded at the hospital and a new pod was applied.